Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing lead impedance on the right atrial (ra) lead was low and out of range. There were also automated mode switch episodes due to noise on the atrial lead. No intervention has taken place at this time and the patient was stable and will continue to be monitored.